Event description:
It was reported that the programmer was intermittently unresponsive to user inputs on the touchscreen. It was noted that beeping was heard but the programmer did not react. It was also reported that the display was blue in colour and the fan was noisy. It was further reported that the radiofrequency (rf) head cover was cracked around the buttons and light indicators. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer was intermittently unresponsive to user inputs on the touchscreen. It was noted that no beeping was heard, the programmer reacted normally, and the fan was not noisy. Additionally, it was observed that the brightness of the display was very low and the screen was difficult to read. An error code of 204 was found in the software history, the card bus release pin and the medtronic logo button were broken. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and systems tests. Correction: d. 9. Suspect medical device- return date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Eval code conclusion (fdc/annex d). A review of the video provided by the customer confirmed the reported intermittent unresponsiveness and beeping noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.